Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. While preparing the ace catheter for use, the physician noticed a few fractures along the shaft. The ace catheter was not used and the procedure continued.

Manufacturer narrative:
Result: the 5max ace was fractured in the proximal shaft approximately 41.5 and 81.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace was cracked along the catheter shaft. Evaluation of the returned device confirmed proximal shaft fractures. This type of damage typically occurs when the device is improperly handled during removal from packaging. If the catheter is removed from the packaging at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.